Event description:
Reusable surgical towels had human "hair" inside the sterile package folded up inside the towel. The towel was opened onto the sterile field during a major cardiovascular surgery procedure and the foreign debris (hair) contaminated the field. Surgical case had to be reset to remove the hair. The pt was under anesthesia and the case was prolonged. There has been an ongoing concern about the quality control. This has been discussed with the plant mgr. Or staff say this has occurred before but did not report. This multiple incident caused them to take action.